Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The sample is not available for evaluation, therefore, we are unable to confirm the alleged ring break. A manufacturing review was performed and found that the lot was manufactured with no anomalies. In regard to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the product code and lot number the subject product is part of the composix kugel recall. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient: the patient has alleged that she was implanted in 2005 with a bard composix kugel mesh. She alleges having some off and on pain but in 2012 she had severe abdominal pain. She alleges that an MRI found fluid and she was diagnosed with infected mesh in 2013. She alleges that on (B)(6) 2014 the mesh was explant. The patient alleges that the mesh ring was broken at that time and that she had a bowel injury, and that she had several organs explanted (gallbladder, hysterectomy, appendix) due to sepsis. She stated that eventually the infection cleared.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show that the patient underwent additional surgical procedures following the partial explant of the bard composix kugel hernia patch. The additional medical records received also state that post explant of all of the composix kugel mesh that patient had multiple md office visits where the md noted that the patient's would was healing and there were no complications to be found. Based on the medical records provided it does not appear the fractured ring caused any perforation of organs and it does not appear to be the reason "several organs explanted" as was alleged by the patient. Based on this additional information received there is no way to determine to what extent the bard composix kugel mesh may have contributed to the problems experienced due to the additional surgical procedure performed. If additional event and/or evaluation information is received a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient: the patient has alleged that she was implanted in 2005 with a bard composix kugel mesh. She alleges having some off and on pain but in 2012 she had severe abdominal pain. She alleges that an MRI found fluid and she was diagnosed with infected mesh in 2013. She alleges that on (B)(6) 2014 the mesh was explant. The patient alleges that the mesh ring was broken at that time and that she had a bowel injury, and that she had several organs explanted (gallbladder, hysterectomy, appendix) due to sepsis. She stated that eventually the infection cleared. Addendum based on medical records sent by the patient's attorney: approximately eight years post implant of the bard composix kugel mesh the patient had an md office exam with an abdominal mass noted "of a questionable etiology." Two days later on (B)(6) 2013 the patient underwent an incision and drainage procedure of the abdominal wall abscess. The operative details stated that at the lateral edge of the patient's mesh there was a significant centimeter cavity which was filled by what appeared to be purulent material. A wound vac was placed. In (B)(6) 2013 the patient had an md office visit and it was noted that the abdominal wound was non healing and had tunneling. Per the md exam notes "there is a possibility that the infected mesh (ck) at the bottom of the wound prevents the patient from granulation and healing. A medical office visit in (b)64) 2013 noted the patient's wound appeared to be healing and the tunneling appeared to be less. Patient was recommended a CT scan of her abdomen and removal of the mesh. In (B)(6) 2014 the patient underwent explant of the composix kugel hernia patch. The medical records indicate the patient had heavily purulent and severe infection of entire large piece of prosthetic mesh with transabdominal wall mesh to cutaneous fistula but no evidence of active entero-mesh fistula. The medical records further indicate that there was no evidence of acute enterocutaneous fistula, but the fractured ring had "penetrated" the omentum. Between (B)(6) 2014 the patient had multiple md office visits where the md noted good wound healing. In the april md office visit the patient complained of abdominal pain, the md noted the incision was healed and found no complications.